Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restart/reboot itself multiple times and showed colored lines and was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down and showed colored lines and was not legible. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: zoll medical corporation evaluated the device for device shuts down and the device performed to specification based on several entries of low battery recorded in the log. The device was put through extensive testing including full functional testing, bench handling, and power cycling using known good battery and ac without duplicating a fault to the device. The customer's report of the display had colored lines was not was not replicated or confirmed. During testing of the device. Review of the device activity logs did not show any faults that could be associated with customer report. The device was recertified and returned to the customer. No trend is associated with reports of this type.